Event description:
Caller reported potential false negative hcg. Two tests were performed on the same urine sample and results were negative. No lab confirmation provided. No other patient information provided.

Manufacturer narrative:
No patient samples were returned for investigation. Product support tested retained lot hcg1080011. Investigation results below. Control lot: 25miu/ml hcg urine lot: hcg120405-01, 100miu/ml hcg urine lot: hcg120223-01, 207.9miu/ml hcg urine lot: hcg120309.01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. (N=29) correct positive results were observed when tested with 100miu/ml hcg urine control at 3 minutes read time. (N=5) correct positive results were observed when tested with 207.9iu/ml hcg urine control at 3 minutes read time (n=5) conclusion: customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff, middle and high levels were tested with retained products. Results met qc specification. No false negative hcg was observed. Manufacturing batch record review did not uncover any abnormalities. (B)(4). This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.